Manufacturer narrative:
Further information has been requested, but not yet received.

Event description:
Related manufacturer report number: 1627487-2022-05184. It was reported that after the patient's trial implant on (B)(6) 2022 the patient developed new foot pain. Surgical intervention was undertaken and the leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.